Event description:
It was reported that the patient faced an asymptomatic elevated blood glucose on (B)(6) 2026 and it was addressed by correction via insulin pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site:8021545.